Event description:
Related manufacturer reference number: 2017865-2021-19859. New information received notes that during the lead revision procedure the set screw was not able to be removed from the header so the atrial lead was unable to be disconnected from the pacemaker. The physician elected to explant and replace the pacemaker.

Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a complete lead was returned in one piece for analysis. The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced phrenic nerve stimulation due to an insulation breech on the atrial lead. The lead was explanted and replaced. The patient condition was stable.